Event description:
A male patient contacted lifecor customer support to report that the device was stating "to activate device please press response buttons." The patient stated that he would press the response buttons, and the device would not start up. He stated that the buttons seemed to depress, but would not activate the device. Support sent a patient services representative (psr) to the patient to replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was not confirmed. The monitors response buttons worked correctly in service. The monitor's response buttons were replaced as a precaution. The monitor was retested and restocked. No adverse event resulted from the response button problem. The patient received replacement monitor.